Event description:
Malfunction of eligard syringe- when I pulled the short blue plunger rod, the gray stopper did not come out. I proceeded to mix product, but there was too much pressure and medication oozed out as soon as I detached the syringes.